Event description:
The facility's transfusion nurse reported to baxter (B)(4) that an add-on large standard blood filter had the two extremities of the internal filter was not attached together from both sides. The nurse reported that normally the filters are perfectly joined together from both sides without any spaces in between. It is unknown when this occurred. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.